Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to: rbc spill over; centrifuge stopped; rbc detector calibration error; possible air block; donor physiology; the orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holder that allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process, a follow-up report will be provided.